Manufacturer narrative:
H3: product analysis as found condition: the solitaire fr4-4-20-10 stent device was returned for analysis inside a sealed biohazard bag and a shipping box. The non-mdt (headway 21) catheter was not returned. Damaged location details: the solitaire fr4-4-20-10 stent¿s finger markers were examined inside the introducer sheath. All finger markers were aligned correctly, and no damage was noted. The stent¿s working and non-working lengths were in good condition. No irregularities were found outside the proximal marker, and the marker coil appeared in good condition. No defects were found on the pushwire, and no other anomalies were found. Testing/analysis: resistance testing was done on the solitaire fr4-4-20-10 stent device using an in-house rebar 18 catheter. The rebar 18 catheter has an inner diameter (ID) of 0.021 inches, which is the same inner diameter (ID) as the reported non-mdt (headway 21) catheter used by the customer. The solitaire stent passed through the catheter hub and tip without issues. Conclusion: based on the reported information and device analysis, the customer¿s ¿resistance during delivery/retrieval¿ complaint was not confirmed, as the returned solitaire fr4-4-20-10 stent device was not damaged. The root cause of the resistance complaint cannot be determined. Possible causes include moderate vessel tortuosity, an incompatible/damaged catheter, and a lack of continuous flush with heparinized saline during delivery. In this event, the reported non-mdt (headway 21) catheter is compatible with the solitaire fr4-4-20-10 stent device as it has a labeled inner diameter (ID) of 0.021 inches, ruling out incompatibility as a possible cause of the resistance complaint. Therefore, moderate vessel tortuosity, a damaged catheter, and a lack of continuous flush with heparinized saline during delivery could have contributed to the resistance failure. Since the non-mdt (headway 21) catheter was not returned, the cause of the resistance could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure to treat an ischemic stroke located at the right m1, there was resistance inside the catheter during delivery, and the catheter would not move. A different solitaire stent was used for the procedure. The vessel tortuosity was moderate, and the resistance occurred in the middle section of the catheter. The guide catheter used was an optimo 8f, and the microcatheter was a headway 21. The devices were prepared as indicated in the instructions for use. The issue was resolved by using a different solitaire stent for the procedure. The patient did not experience any injury or complications. There was no damage to the solitaire or catheter observed.